Manufacturer narrative:
Patient age is estimated since date of birth not provided. The heartmate 3 lvas was implanted during momentum 3 clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 7 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to increased drainage and irritation at the driveline exit site. A CT of the abdomen revealed focal inflammatory and fluid changes around the driveline exit and a wound culture tested positive for (B)(6). The patient was treated with intravenous ancef through (B)(6) 2018 after initial treatment with maxipime and zyvox; followed by keflex suppressive therapy. The patient was discharged to home after completing antibiotic therapy. No additional information was provided.